Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch mw (B)(4) that during a craniotomy procedure, the tip of the router broke off into the patients surgical site. Upon closing the skull, the surgeon re-examined the patient surgical site before, during and after using c-arm ray to attempt to locate the lost tip of the router. The attending was unable to locate the broken tip under fluoroscopy. The attending closed the surgical site and sent the patient to CT immediately following surgery to locate the missing tip. CT identified location of the missing tip. The attending surgeon requested the patient go back into the operating room to re-open the surgical site and retrieve the missing tip. The broken tip was successfully removed under fluoroscopy.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch mw 5096245 that during a craniotomy procedure, the tip of the router broke off into the patient's surgical site. Upon closing the skull, the surgeon re-examined the patient surgical site before, during and after using c-arm ray to attempt to locate the lost tip of the router. The attending was unable to locate the broken tip under fluoroscopy. The attending closed the surgical site and sent the patient to CT immediately following surgery to locate the missing tip. CT identified location of the missing tip. The attending surgeon requested the patient go back into the operating room to re-open the surgical site and retrieve the missing tip. The broken tip was successfully removed under fluoroscopy.